Event description:
Pt reported the infusion device displayed e8 power interrupt error and the up/down button does not operate. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was evaluated, and the complaint could not be verified due to misuse of the product. The soft components of the up button were worn down heavily; therefore, moisture entered the infusion device and caused damage to the electronics. The down button was corroded, and the up button was pressed flat and corroded. This led to the unclearable e8 power interrupt error.

Manufacturer narrative:
This incident occurred outside of the united states.